Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a seizure and a low blood glucose (bg) level of 47 (mg/dl). While in the ER, customer was treated with glucose tablets and intravenous saline. Customer's bg levels returned to target level, and customer was released later that day in stable condition. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.